Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient couldn¿t get the device to work. They had the device for their bladder and bowel, but stating they had trouble with the stool. They had on and off issues with return of symptoms since they were implanted. They could go for a couple of days and then, all of a sudden, they would poop and there was no telling that it was coming and there was no stopping it. They found the stimulation was on and at 5.8 volts (v) on program 1. They tried increasing to 8.5 but felt stimulation going straight down the back of their leg. They switched to program 2 at 7.5 v and felt stimulation in the bicycle seat region. Patient mentioned she can't stand up straight and walks bent over and has been working on that, and the patient said she doesn't know whether it is related to the device. Additional information was received from the patient on (B)(6) 2018: patient was on program 2 and increased to 8.2 volts. Patient said she can't go any higher. The patient reported it is helping better during the day, but at night time she is up and down to the bathroom and can't sleep or if she gets to sleep she ends up wetting the bed. Additional medical background reported was the patient has diabetes. Patient was guided to switch to program 3 at 8.5 volts, and advised to try it a couple days and see if she gets relief and keep track in diary. The patient said if she stands up she doesn't feel a thing, if she were to lay down on her back she maybe could feel it. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was noted that the patient had a new unit and had a problem. The patient noted the they will probably call again. There were no further complications or anticipations reported with this event.